Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not detected. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the touchscreen was recently replaced and not detected correctly. The customer attempted to access the buttons on the bottom of the touchscreen but the touchscreen did not detect touch. The remote service engineer (rse) instructed the customer to perform a calibration and the customer successfully completed touchscreen calibration. It was confirmed that the calibration resolved the issue. The customer completed touchscreen calibration to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.